Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in australia: "overinfusion." According to the cusomer: "reason of complaint: infused too quickly. 17.5h".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Device history record (DHR): reviewed the DHR and no related defect was observed during in-process and final control inspection. Sample evaluation: received 1 used and filled easypump ii lt 270-27-s. As received condition, the clamp clip of received sample was clamped, the patient connector was connected to the filling port of received sample. Investigation results: visual inspection had done throughout the received sample. The outer shell of received sample was observed folded. White crystallizes observed at the start and end of microbore tube of received sample. The received sample is blocked at the microbore tube of received sample. The microbore tube of received sample was the main contributor of flow rate of received sample. White crystallize was observed at the start and end of microbore tube of the received sample. The blockage of the received sample was potentially due to white crystallize observed at the start and end of microbore tube of the received sample. The crystallization/precipitation of drug will affect the flow rate of the sample. The crystallization/ precipitation will cause the blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. IFU statement: 1. The temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. 2. External pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. 3. According to IFU, the outer layer must be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: since the received sample is blocked, further investigation for flow rate was not possible. No abnormalities were observed in the manufacturing process and the batch record. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.